Event description:
It was reported that the ilet did not charge when placed on the charging pad, with the indicator light blinking continuously despite repositioning and trying a different outlet, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem associated with the charger component consistent with a device charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.